Event description:
Caller reported tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Caller removed cartridge from pump, delivered a 9-unit bolus, and successfully reloaded cartridge to resume insulin therapy. Issue was resolved.